Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received but does not reflect full investigation window. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.